Manufacturer narrative:
Unit received with currents in spec. Unit unable to prime during prime test due to loose/protruded drive support disk. No motor error alarm. Motor passed motor test. No alarm no motor position encoder error alarm. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, cracked lcd window andf missing end cap sticker. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed motor error. The customer's blood glucose level was 194 mg/dl at the time of the incident. The customer stated the alarm occurred four times in a row while trying to deliver a bolus. Customer reports the drive support cap appears normal. Customer did not report an motor position encoder error alarm. Customer could complete pump rewind. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.